Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee was revised. Patient stated the knee gave out and she fell, causing another surgery. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. B3 date of event is unknown. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to the reported fall, soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.